Manufacturer narrative:
Evaluation results: one cadd legacy 1 cadd legacy 1 was returned for investigation in used condition. The customer's reported product problem was confirmed. The pump was found to be displaying a "battery depleted" alarm message each time a prime or stop/start key button was pressed. The "battery depleted" message was also observed with new batteries. The investigator determined that the pump had a defective motor. The motor was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump displayed a battery depleted message even with new batteries. No patient injury or complications were reported in relation to this event.